Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A surgeon reported the pt's intraocular pressure dropped, causing the eye to collapse even though the system was set at 40mmhg during a vitrectomy procedure. Additional info has been requested.